Event description:
During pt use, a 'switched to backup batter' alarm occurred on battery operation. The battery led did not light any colors. The pt was ambu bagged and switched to another ventilator. This issue was solved by replacing the power pac battery. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, pt info was not provided.